Event description:
Information received from medtronic indicated that the insulin pump turned off unexpectedly and was not able to turn back on. The battery in the insulin pump did not help. Troubleshooting was not performed. No harm requiring medical intervention was reported. However, the customer will continue using the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.